Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2011-02811 for the other associated device information. It was reported to boston scientific corporation that a endovive initial peg placement kit (exact upn is unknown) was used during a procedure performed on (B)(6) 2010. According to the complainant, the patient experienced a non-functioning peg tube on(B)(6) 2011. Recovery was reported on (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number or upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.